Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of pre-surgical embolization of left ophthalmic artery, the proximal end of the coil stuck out from the coil mass. It was reported that the physician used the microcatheter to push it back in, but was unable do it. As a result, the coil was not implanted at the intended location. No patient injury was reported.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.